Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had keypad anomaly. Customer stated the buttons were not responding even after a couple of battery changes. Customer getting low battery message however customer battery on screen was showing half a battery. Customer was not able to rewind reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.